Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was prescribed 500mg of keflex (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent procedure on (B)(6) 2013, to remove a scab from the implant side. The wound was cauterization. The patient has resumed use of the device. This report is filed (B)(4) 2013.